Manufacturer narrative:
Original surgery was performed in 2006 using hutchison hsh 325 saline-filled implants, which were filled to an unknown volume. The patient underwent bilateral replacement surgery 8 months later. The implants were replaced with mentor 625cc devices which were filled to a volume of 700cc. Visual inspection identified a valve / shell tear approx 7mm in length which is located on the 6 o'clock position. Pressure testing could not be completed due to the size and position of the valve shell tear. Microscopic examination (x10) of the tear identified ragged edges which are indicative of an excessive force having being used on the product. The product met all manufacturing and quality specifications post MFR. The valve shell tear is not a manufacturing fault.